Event description:
It was reported that the right atrial lead exhibited lead noise. On (B)(6) 2024, the lead was successfully capped and replaced. The pt left the procedure room in stable condition. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".